Event description:
Caller reported a cartridge alarm issue with their pump, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported similar alarms with this pump. Technical support confirmed that a replacement pump would be provided, as the current pump was still under warranty. The customer was advised on backup insulin therapy using multiple daily injections, and a replacement pump with updated software was sent. Instructions were provided for storing and returning the faulty pump, which the customer understood and acknowledged. Technical support also guided the customer on setting up the replacement pump, including programming settings and connecting the continuous glucose monitor.